Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The log file captured a no external power event on (B)(6) 2019. This was caused by power to the mpu being briefly interrupted. This may be due to the mpu ac power cord coming loose at the mpu, ac wall outlet or house power disruption. No further or additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power event was confirmed via the log file. The mpu (serial #: (B)(6) was not returned for analysis; however, a log file was submitted for review. A review of the submitted log file showed 240 events spanning approximately 21 days (B)(6) 2019 ¿ (B)(6) 2019 per time stamp). On (B)(6) 2019 at 01:26:09, a no external power alarm was active due to a loss of power to the mpu. The alarm cleared shortly after activating. The backup battery provided power to the system during the no external power event. Pump operation was not affected. The root cause for the reported event was not conclusively determined through this analysis. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the mpu is operational and has a v-lock connector on the ac power cord. The site reported it was unknown if power to the mpu was interrupted due to the cord coming loose from the wall, the mpu, or if power to the residency the patient resides in was interrupted.